Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) his bundle lead was exhibiting rising thresholds and loss of capture. The rv his lead was removed and replaced. No patient complications have been reported as a result of this event.